Manufacturer narrative:
The reported events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and infection.

Event description:
Patient representative reported increased risk of developing alcl, fear of developing alcl, testing and evaluation for alcl, subcellular changes, capsular contracture (baker grade unknown), pain, inflammation, disfigurement, itching, burning sensation, infection and anxiety. The events of aggravation of underlying conditions, insomnia, significant weight loss, irritable bowel, chronic headaches and chronic gi upset are not device related. This record relates to the left side. The device has been explanted.